Manufacturer narrative:
Added information to section e1 (hospital info), h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. Per the instructions for use (IFU), reoperation/explant are known potential adverse events associated with bioprosthetic cardiac valves and annuloplasty rings. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
3mensio report was received and reviewed. Surgical prosthesis was seen in the mitral position. It was unable to comment upon leaflet thickness, nor upon leaflet motion nor suggest a root cause/mechanism of failure. The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with an edwards valve implanted in the mitral position has been planned for a valve-in-valve procedure after an unknown duration for unknown reasons.